Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) post-biventricular pacing was observed at mostly lower rates on the right ventricular (rv) lead during implant. Lead sensitivity was adjusted and the twos went away with a higher pacing rate. The lead remains in use. No patient complications have been reported as a result of this event.